Event description:
Reporter indicated that his vns therapy programming handheld was freezing during use. Good faith attempts for both further info and the return of the handheld in question are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.